Event description:
Patient presented to the physician with swelling, redness, and tenderness with a suspected infection at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with swelling and improvement at the chest site. Physician prescribed additional antibiotics.